Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2013 patient presented with following pre-op diagnoses :iatrogenic left l4-l5 pars fracture for which, patient underwent following procedures: anterior lumbar interbody fusion l4-l5. 2. Placement of 10 millimeter large peek cage at l4-l5. Application of large rhbmp-2/acs. As per op notes, ¿an annulotomy was made at that the l4-l5 disc space. The disc was then sequentially removed with curettes and pituitary rongeurs. The cage sizers were then inserted. I selected a large 10 millimeter cage. This was packed with a large rhbmp-2/acs. An intraoperative CT scan was performed for intraoperative navigation. At this time, CT scan showed malposition of the cage. The cage on insertion had rotated posteriorly into the canal. I then widened my annulotomy, re-sized the cage. I used the same 10 millimeter cage. It was inserted more anteriorly. Ap and lateral x-rays were taken which showed improvement in the position of the cage.¿ patient tolerated the procedure well.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.